Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer had been using cold insulin and not completing cartridge air removal correctly. Tandem customer technical support informed customer that insulin should be at room temperature before filling cartridge, and to remove any residual air from the cartridge. Customer changed cartridge and infusion set to address the issue.